Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately eleven days post implant that the implantable cardioverter defibrillator (ICD) recorded more than fifty-four hundred short v-v intervals since the day after implant. The short v-v intervals could not be reproduced in office with isometrics, pocket manipulation, or coughing. There were no vhr (ventricular high rate) episodes which contained short v-v intervals. A holter monitor was ordered for the patient to identify the source of the short intervals. The ICD remains in use. No patient complications have been reported as a result of this event. (B)(6) 2020: it was further reported from information obtained by the clinic that the patient was seen in clinic recently. It was found that the source of the short v-v intervals was due to intermittent p-wave oversensing by the right ventricular (rv) lead. The rv lead was reprogrammed and remains in use.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.